Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was visually inspected as for any damage or defect. No issues were noted. A functional test of the complaint device was carried out. No issues were noted with the complaint unit during functional testing. The device locking mechanism was tested. No issues were noted during the device locking mechanism. Gauge accuracy test, pressure damping test and leak test were carried out and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a gauge needle stuck occurred. A encore 26 single balloon catheter inflation device was selected to inflate an unspecified balloon catheter. It was able to apply pressure but the gauge needle did not increase past 10 atm while positive pressure was being applied. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good.

Event description:
It was reported that a gauge needle stuck occurred. A encore 26 single balloon catheter inflation device was selected to inflate an unspecified balloon catheter. It was able to apply pressure but the gauge needle did not increase past 10 atm while positive pressure was being applied. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).